Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette that let to this alarm. Renal therapy services reviewed proper procedures per the user manual with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/21/2021.